Event description:
It was reported that an asymptomatic patient was seen in clinic for follow-up. The right atrial lead exhibited noise, low impedance, and unacceptable threshold. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.